Event description:
The customer reported that the system displayed a corrupted file error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and reinstalled the software. The system was tested and found to be working as intended and put back into svc.